Event description:
Additional information was received indicating this device was explanted and the lead was surgically abandoned. The device and lead were successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited noise on the the rate/sense channel. The noise was oversensed and resulted in pacing inhibition. No inappropriate therapy was delivered. Noise could not be recreated with isometrics or pocket manipulation. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available this report will be updated.